Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The outer catheter was broken approximately 55mm from the proximal end of the handle. The coil was exposed at the break. The distance between the tuohy borst adapter and the pinvise handle was 95mm. The stent graft was partially deployed and protruded approximately 4mm from the tip of the outer catheter. Functional testing could not be performed, as the delivery system was returned with the outer catheter broken. The investigation is confirmed for partial deployment, and it should be noted that an outer catheter break is also confirmed. The definitive root cause of the reported event is unknown based on the available information. It is unknown whether procedural issues contributed to the event.

Event description:
It was reported that during a stent graft procedure of an a-v graft, upon advancing the stent graft to the pseudoaneurysm, the stent graft was unable to be deployed; therefore, following additional attempts to deploy the stent graft unsuccessfully, it was exchanged over the guide wire for a new stent graft that was prepped and deployed successfully. There is no reported patient injury.